Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material, but the type of the material or a definitive root cause could not be identified. The event can be prevented by following the instructions for use which state: the preventative measures in evis exera ii duodenovideoscope olympus tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope forceps elevator had foreign objects. There was no patient involvement.